Manufacturer narrative:
(B)(4). The specific lot number is unknown; however, the two potential lots are ua28, (date of manufacture nov 30, 2010; use before date nov. 29, 2018) and tw59 (date of manufacture feb. 17, 2011, use before date feb. 16, 2019). The device has not been returned to medtronic for evaluation. At this time, the device has not been explanted. A review of the device history records found no information to indicate a nonconformance to specification. Unable to determine the cause of the event.

Event description:
It was reported that a patient with lumbar spinal stenosis underwent a procedure at l3/5 via tlif using peek interbody device. It was reported that when the surgeon tried to rotate the cage between l3/4, the cage fell off the vertebral body anteriorly. The surgeon did not retrieve the cage and he implanted a new cage between l3/4. A revision surgery is not scheduled. No patient complications were reported.